Event description:
The legal guardian (lg), who is a doctor, reported that the patient experienced allergic reactions from the glue of the pod adhesive, occurring once on each leg (insulet reference numbers: (B)(4). This report covers the second allergic reaction. After wearing the pod, the patient experienced pressure at the wear site, and upon removal, the skin appeared extremely red, covering up to three-quarters of the leg. Following this second reaction, the lg consulted the family doctor (dr. (B)(6) on (B)(6) 2026. The family doctor diagnosed an allergic reaction to the glue used on the pod and prescribed elocom ointment, which resulted in improvement of the skin condition. The lg also informed the patient¿s pediatrician, who recommended placing a protective film under the pod to reduce skin irritation. During medical evaluation, the pod was not worn, as the patient was advised not to use a pod for two weeks due to the severity of the allergic reaction. The second reaction is reported under insulet reference number: (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin allergic reaction. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.